Event description:
In 2008, the pt's mother reported that on nine days earlier, the pt's blood glucose measured "hi" on his blood glucose monitor from 5:30 pm - 12:30am. She stated the pt was "very ill, throwing up". The pt changed his infusion set and infusion site location 3 times during that period. At 12:00 am the pt's blood glucose measured 27 mmol/l (486 mg/dl) and he injected 27 units of insulin. His normal blood glucose range is 8-12 mmol/l (144-216 mg/dl). Upon follow up on one day after the original date, the pt reported that his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged infusion sets. No product will be returned for eval.